Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 300 units of insulin, and the insulin gauge displayed 145 units and remained static. The customer's blood glucose level was 128 mg/dl. The customer declined to reload the existing cartridge in order for the fill estimate to recalculate.